Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's activation went well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed near the electrode ground ring and near the array, and the silicone was damaged on the top cover prior to receipt. These are believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed near the electrode ground ring and near the array, and the silicone was damaged on the top cover prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken wire at the fantail and along the cut portion of the lead. These are believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis revealed cracked conductive epoxy at the feedthrough antenna pin connection at a pin. The electrical measurement across this connection did not reveal any increased resistance. The scanning electron microscopy analysis confirmed a tensile wire break at the fantail and along the cut portion of the lead. In addition, parylene coating damage was observed along several wires of the severed electrode lead. These are believed to have occurred during revision surgery. The device passed the electrical tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing impedance fluctuations and performance decrease over time. Programming adjustments were made, however, the issues did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed near the electrode ground ring and near the array, and the silicone was damaged on the top cover prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken wire at the fantail and along the cut portion of the lead. These are believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis revealed cracked conductive epoxy at the feedthrough antenna pin connection at a pin. The electrical measurement across this connection did not reveal any increased resistance. The scanning electron microscopy analysis confirmed a tensile wire break at the fantail and along the cut portion of the lead. In addition, parylene coating was observed along several wires of the severed electrode lead. The reported complaint of fluctuating impedances and decreased performance could not be verified during this analysis, which was limited in some respects due to the electrode being cut prior to receipt. The device passed the electrical tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.